Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with 2 trialing leads, and the procedure was uneventful. Everything was "fine" and there were no problems. After the procedure the patient went to the recovery area and was able to move from the operating room bed into the recovery bed on their own, with minimal assist. The stimulation was turned on about 5-8 minutes later and the patient felt "good" paresthesia in all the affected areas of pain. When the recovery nurse asked the patient to move their toes, the patient could not move their toes or legs. The patient was evaluated by the doctor, and the leads were removed. The patient was sent to the hospital to have an MRI to rule out possible epidural bleed in the epidural space. According to a patient provided list, the patient was not taking any blood thinners. Additional information has been requested, a follow-up report will be sent if additional information becomes available.